Event description:
Per the clinic, the patient experienced pain, inflammation and fluid drainage. Subsequently, the patient was placed under general anesthesia in order to explant the device on (B)(6) 2020. The patient was reimplanted with new internal fixture and a transcutaneous osia implant system during the same surgery.